Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture visible behind the display. Reportedly, there was no damage to the battery cap or battery compartment and no evidence of corrosion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/13/2015 device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings:visual inspection revealed moisture in the pump. Leak testing revealed a crack between the display lens and the case seal. The pump case was opened and there was evidence of moisture on the oled and the pcb. Additional testing could not be completed due to the moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)